Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged connector) was confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open yellow (power gnd) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving a service code 204 (belt unusable) and that the electrode belt had a damaged connector.